Event description:
It was reported while using unspecified bd extension set there were blockages. There was no report of patient impact. The following information was provided by the initial reporter: a nurse complain that she has had some issues priming what I think is a smartsite extension set:

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing would not prime could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using unspecified bd extension set there were blockages. There was no report of patient impact. The following information was provided by the initial reporter: a nurse complain that she has had some issues priming what I think is a smartsite extension set:

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown b.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.